Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Based on the inspection result by local service department, omsc presumed that the ccd pins were corroded and it prevented communication with the processor and displaying the image. The cause of the corrosion was considered to be aging degradation.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to the corrosion on the pins of the video connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, scope communication error b30 occurred. There was no report of patient injury associated with the event. The event date was unknown.